Event description:
It was reported that three hours post-operatively to a successful cryo ablation procedure, the patient experienced a cardiac tamponade. An emergency pericardial puncture was performed to relieve the blood surrounding the heart. The patient stabilized and their hospitalization was extended two days. The patient has recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned for analysis. The files showed that nine applications were performed with a non-returned balloon catheter without any issues on the data after the event. In conclusion, the clinical issue (cardiac tamponade) occurred during the procedure. There is no indication of relation of the adverse event to the performance or a malfunction of the product. The physical product was not returned. If information is provided in the future, a supplemental report will be issued.